Event description:
The patient had a lack of performance with the device. The x-ray of the device revealed that the electrode was folded over on itself due to surgical issues. Although there was no indication of device failure, the device was explanted in 2001.